Manufacturer narrative:
The drill was rec'd by MFR, however the overheating condition could not be replicated because the device would not operate. Internal components were evaluated and due to the presence of corrosion, the rotor and bearings were stuck in the motor assembly. If the rotor and bearings are not allowed to rotate freely, heat can be generated due to excessive friction among mating components. The motor assembly, bearings and rotor assembly were replaced, and the drill will be returned to the user facility.

Event description:
It was reported that during testing conducted by a MFR field svc technician, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.